Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/16/2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter battery low. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/25/2016 and did not confirm the reported event of receiver message for low transmitter battery. However, data investigation done on 08/25/2016 did confirm a transmitter failure on 08/16/2016. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. A voltage test was performed and the test failed. A review of the shared data log confirmed the reported event of a low transmitter battery. A root cause could not be determined.